Event description:
It was reported the bd nano¿ 2nd gen pen needle wa unable to prime. The following was received by the intiital reporter: consumer reported finding 1 out of 5 non patient end needle bends when placed onto pen . Finds the flow check not working. Informed caller of proper non patient end placement to pen.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report [MDR pr 9241688 was sent in error. Complaint captured under report [MDR (B)(4)] MFR#9616656-2023-01179. MFR#: 9616656-2023-01237 is void as a result.

Event description:
It was reported the bd nano¿ 2nd gen pen needle wa unable to prime. The following was received by the intiital reporter: consumer reported finding 1 out of 5 non patient end needle bends when placed onto pen . Finds the flow check not working. Informed caller of proper non patient end placement to pen.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.